Event description:
A physician contacted the covidien gi solutions medical affairs team on (B)(6) 2013. He indicated that a patient with 12 cm of dysplastic barrett's esophagus underwent balloon-based ablation in 2012 with subsequent stricture formation. There was no device malfunction reported by the physician. The patient subsequently developed a stricture of the esophagus treated with endoscopic dilation.

Manufacturer narrative:
The site did not return any products therefore no device evaluation was performed. If any additional information is obtained pertinent to this event, a follow-up report will be submitted. (B)(4).